Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with axial nerve stimulation. Imaging revealed that the left ventricular lead had dislodged. The lead was capped and replaced. The patient was in good condition and would continue to be monitored.